Event description:
While drilling bone the drill bit broke outside of the patient. It broke at the neck of drill at point where drill bit connects to drill. Flat plate xray taken and read negative for foreign body by radiologist.